Event description:
It was reported that during a ladg, the tissue pad detached when the nurse cleaned the blade with gauze. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.